Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the explanted tibial plate with foreign material on its surface along with the pegs sheared off during explantation. As the device was not returned, further evaluations could not be performed. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#: 42522100810; lot#: 65363103. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately two (2) years post-implantation due to discomfort. During the revision, the tibial tray was exchanged and it was noted the articular surface was only removed to facilitate the removal of the tibial component. Attempts have been made and no further information has been provided.